Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the spike tip was broken off. The reported condition was confirmed. The root cause of this condition was attributed to the user applying excessive lateral pressure when spiking the bag. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A supplier corrective action report (scar) has been opened to investigate the issue.

Event description:
The customer reported to baxter (B)(4) a solution administration set that was difficult to use. According to the report, the spike broke during the spiking of a paracetamol 1g soft bag. The condition occurred during set up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.